Manufacturer narrative:
Reliability analysis inspected 3 opened and used infusion sets and performed hand prime using a new lab reservoir and found 1 of 3 occluded at p-caps connection section. 2 remaining infusion set was occluded at quick release connection septum sites. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer stated that the no delivery alarm was recurring. The customer's blood glucose was 82 mg/dl at the time of incident. The customer stated that they were unable to troubleshoot at the time of call. The infusion set will be returned for analysis.